Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Reportedly, the patient was in a hurry getting her wheel chair to toilet and when she pulled down the pants tubing came off. No further information available.